Manufacturer narrative:
It was reported that the o2 concentration was not stable during low flows. No information has been received regarding the service measure or if any part was replaced. No new events on this ventilator have been reported until this date. No device log file has been received. As no goods or log files were returned for investigation and no information regarding the service measures, the cause of the reported failure could not be determined. A hypothetic scenario is oscillations in the air-gas module causing the oxygen concentration to be lower, probably a faulty nozzle unit. H3 other text: 4114.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the o2 concentration was not stable during low flows. There was no patient harm. (B)(4).